Manufacturer narrative:
No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty cycler and the patient¿s adverse event(s) of right shoulder pain and pneumoperitoneum which warranted hospitalization. Radiological testing confirmed the presence air of within the abdominal cavity of the patient; however its etiology is unknown. Therefore based on the information available the possibility of the liberty cycler having had a causal or contributory role in the event(s) cannot be ruled out. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A patient on continuous cyclic peritoneal dialysis (ccpd) for renal replacement therapy (rrt) for approximately contacted technical support requesting a replacement liberty cycler. The patient reportedly experienced an ¿internal¿ pain after encountering an air detected in cassette alarm during pd therapy on. The patient reported they were hospitalized for air in their body following the event(s). Follow-up with the peritoneal dialysis registered nurse (pdrn) confirmed the patient was hospitalized for three days for a pneumoperitoneum. The pdrn stated the patient experienced right shoulder pain due to air being introduced into the peritoneal cavity. The patient reportedly underwent a chest x-ray (specifics not provided) which confirmed the presence of air. No medical intervention was provided, and air was allowed to be reabsorbed. The pdrn reported the patient recovered from the event(s), and continues to perform ccpd therapy without difficulty.